Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy (did not come on). A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event is unknown.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided,and a review of the sales history to the account, the device was sold to the account prior to 2009. The event date is unknown but it is most likely that the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. A certificate of conformance was requested. There were no records of any paperwork that have been received at wayne for the serial number and thus a c of c could not be reviewed. The complaint record will be opened and a follow-up emdr will be sent if a response is received from the customer.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy (did not come on) . A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event is unknown.